Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that 10 mins into the code, the autopulse resuscitation system shut off and displayed replace battery. Battery was replaced, but after approx 5 mins, the autopulse shut off indicating that pt alignment was off. Customer indicated that due to the pt's shape and even though the chest straps were tightened, the weight sensor perceived the pt to be off the platform. The display also indicated user advisory 12 (lifeband not present). No adverse event reported. Autopulse platform, MFR report # 3003793491-2013-00319, battery sn (B)(4), MFR report # 3003793491-2013-00320, battery sn (B)(4), MFR report # 3003793491-2013-00321, battery sn (B)(4), MFR report # 3003793491-2013-00322.